Event description:
It was reported that the patient experienced a leaking cartridge. The patient described the process used when changing supplies and indicated that the cartridge was connected to the connector prior to placement into the housing. It was explained that this method could cause the cartridge to leak, and the correct procedure for changing supplies was reviewed. Assistance during the supply change was offered but declined by the patient. Blood glucose was not impacted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.